Event description:
It was reported that the external pulse generator "did not work." Follow-up determined that was all the information available to the biomedical engineer. The biomedical engineer found that it was past due for calibration so sent it in for calibration and analysis. The generator was returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm that the device "did not work." However, it was found that the device failed battery removal testing, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper case, lower case, side bail covers, ring cover and battery drawer were broken, the battery release was contaminated, the battery contacts were compressed, the ring was missing, the keyboard was scratched, and the encoder flex was damaged and creased. Further analysis was performed on the main pcb. This analysis found that a capacitor component failure caused the device battery removal test failure. (B)(4).